Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two extensions from the same lot. It was reported the patient ((B)(6)) experienced inadequate stimulation. Diagnostic testing revealed high impedance in relation to the patient's extensions. As a result, the patient's extensions were explanted and replaced. Surgical intervention resolved the patient's issue.